Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case on the display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The alarm had first occurred in (B)(6) and had reoccurred a couple of times since then. The reporter did not know the blood glucose reading. There were no significant events leading to the alarm observed. The customer has stopped using the insulin pump and reverted to their back-up plan. The insulin pump will be replaced.